Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the catheter was leaking from the pink extension line hub at thebottom where it connects to the tubing. PICC was inserted 3 - 4 weeks prior. Vascular access nurse did over the wire exchange of catheter.

Event description:
The catheter was leaking from the pink extension line hub at the bottom where it connects to the tubing. PICC was inserted 3 - 4 weeks prior. Vascular access nurse did over the wire exchange of catheter.

Manufacturer narrative:
(B)(4). The customer returned a single lumen PICC for evaluation. The majority of the distal end of the catheter body had been trimmed off and was not returned. An injection port was attached to the luer hub and dried blood was observed on the juncture hub. Visual examination of the catheter with the naked eye did not reveal any defects or damage. Residual adhesive material was observed on the extension line body adjacent to the juncture hub. The distal end of the catheter had been trimmed off and the separation point was smooth and uniform indicating a sharp instrument (i.e. Scissors, scalpel, etc.) Was used. Functional testing identified a leak in the distal extension line body adjacent to the distal luer hub. Microscopic examination revealed a small hole in the location of the leak identified in functional testing. The appearance of the hole was round and had the characteristics of being caused by external stressing. The extension line inner diameter, the extension line outer diameter, and the extension line body length were measured and all were found to be within specification. The catheter extension line was pressurized by injecting water into the distal luer hub using a lab inventory 10ml syringe with the catheter distal tip occluded. When the extension line was pressurized, water was observed to be leaking from the junction between the luer hub and extension line body. A device history record review was performed on the catheter (including the distal extension line) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product cautions the user to not use scissors to remove dressing to reduce risk of cutting catheter. The IFU also cautions the user to "open catheter clamp prior to infusion through lumen to reduce the risk of damage to extension line from excessive pressure." The customer reported issue of the distal extension line leaking was confirmed through evaluation of the returned sample. Visual and functional testing of the returned catheter identified a leak coming from a small hole in the extension line body directly adjacent to the hub. The hole had the characteristics of being caused by external stressing. The extension line met all relevant dimensional requirements and a device history record review was performed with no relevant findings identified. Based on the appearance of the defect and the fact that it was identified during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.